Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation summary: the review of the documentation associated to the manufacturing process indicates that all devices with work order (B)(4) were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, the device was verified and it was found a void on valve side above specification, which is not related to the reported complaint. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. The issue with void on valve will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Healthcare professional reported a right side deflation. Operative report noted additional event of "migration". Capsulorrhaphy was performed as treatment. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device analysis: visual analysis was performed which identified an opening on posterior. Leak test was performed which identified three openings on shell. Microanalysis identified two openings on posterior and an opening on anterior, all these with striated edge consistent with the used of a surgical tool like scalpels, surgical scissors, or a surgical needle assessed as surgical damage. Fill inspection was performed and identified no blockage in the valve. Additional visual analysis identified a void on valve side above specification. Based on the device analysis, the final assessment is: an opening due to surgical damage and a void on valve side above specification. The void is not related to the reported event. Device analysis has concluded and a further investigation has been initiated. A supplemental mw will be submitted to provide the results of that investigation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Healthcare professional reported a right side deflation. Operative report noted additional event of "migration". Capsulorrhaphy was performed as treatment. The device has been explanted.